Event description:
It was reported that the right atrial (ra) lead dislodged into the right ventricle. During repositioning, the helix was extended, but the ra lead again fell into the right ventricle. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The proximal conductor was melted and there was blood/ body fluid noted (not obstructed). The outer insulation was melted and breached cut. There was blood in/on the helix mechanism, tissue on the helix and apparent explant damage.